Event description:
It was reported to philips that while at bench repair, it was noted that the device had in inoperable power supply. There was no patient involvement. The device was received by bench repair on 27-may-2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the ac module would need to be replaced. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac module. The ac module was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.